Manufacturer narrative:
According to the picture provided it was observed that the product had an "improper product indication." No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) was conducted on the reported lot number (01m1300188) and there were no issues found related to the complaint. An assessment ((B)(4)) was conducted and no changes were required. The sample was not returned for evaluation, therefore, the complaint could not be confirmed and a root cause could not be determined. If the sample is received, a follow-up report will be submitted with the investigation results. Teleflex will continue to monitor and trend relating complaints.

Event description:
The complaint is reported as: improper product indication. The alleged issue was detected during incoming inspection by the distributor ((B)(4)).